Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Analyst commented, recommended replacement time (rrt) was triggered on (B)(6) 2016. Daily battery trend data shows gradual rise battery impedance. Early rrt alert, without corresponding battery depletion. (B)(4).

Event description:
It was reported that during use the implantable cardiac monitor (icm) reached recommended replacement time (rrt) earlier than expected. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.